Event description:
The manufacturer became aware of a dreamstation ds2adv auto CPAP device with a complaint that white particles on the water chamber. The patient also alleged burning in his eyes from a chemical smell coming from the device. There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The user alleging white particles in the water chamber, plastic particles, strong chemical odor inside the tubing, and threatening legal action. There was no medical intervention required by the patient. The device was returned to the manufacturers for further investigation. During the investigation, product investigation laboratory observed, there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified. Dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, and iso port. The water tank was observed to have a pinkish colored bio contaminant on it. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, and bottom enclosure. In box d: date returned to mfg has been updated. In box h: device eval. By mfg?, device avail. For eval?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstationds2adv auto CPAP device. The patient alleged noticing burning in his eyes from a chemical smell coming from the device. This notification was opened for review for information received that a burning in his eyes from a chemical smell coming from the device. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.